Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. No product performance issue identified. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that two units were consistently reading approximately two points lower than the compared readings of the hemoque unit. A blood draw was also done at the same time with the pronto reading. There was no known patient impact or consequences.